Manufacturer narrative:
It was reported a patient underwent a paraxysmal atrial fibrillatoin (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. Device evaluation details: the device was visually inspected and valve was found dislodged into hub. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device with lot number 00001176, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # pc-000646531.

Manufacturer narrative:
On 2/28/2020, it was noticed that the field "h1. Type of reportable event" reported in the 3500a initial medwatch report was incorrectly reported as a serious injury instead of a malfunction. The field has now been corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a paraxysmal atrial fibrillatoin (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. It was reported that there was back-bleeding through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small, after dilator removal. The bleeding was minimal so the physician continued use of the sheath for the remainder of the case. Blood was leaking back (bleedback) out of the hemostatic valve when the physician pulled out the dilator after going transseptal. As long as a pentaray or ablation catheter was inserted into the sheath, back-bleeding was minimized. The procedure continued with successful isolation of the pulmonary veins, isolation of the posterior wall, and ablation of the cavotricuspid ishmus (cti). No intervention nor extended hospitalization was required. The patient had fully recovered. No internal parts were exposed and no sharp rings generated. There was no resistance or difficulty during insertion or removal of the device. The events were reported during use of biosense webster product. In the physician¿s opinion the cause of this event was product malfunction. Since the bleeding was minimal and no intervention was required this event will not be coded as patient event. On 2/15/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. This finding is also considered MDR reportable for the hemostatic valve separation.